Manufacturer narrative:
Investigation: four samples were received. They came in their sealed packaging blister. Visual inspection was performed under a 10x magnifier lens finding no defects or foreign matter of any kind. Failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign black lines were found inside the bd syringe luer-lok¿ tip barrel before use. The following information was provided by the initial reporter: we received a voicemail from the hospital stating that they had black lines inside a batch of syringes.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign black lines were found inside the bd syringe luer-lok¿ tip barrel before use. The following information was provided by the initial reporter: we received a voicemail from the hospital stating that they had black lines inside a batch of syringes.